Event description:
Event description guidant received information that these transvenous implantable leads exhibited loss of capture. An x-ray revealed subclavian crush. The leads were explanted and new leads were implanted. The leads were returned for analysis.